Event description:
Caller alleged discrepant results compared with the protime. Results as follows: see scanned table.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: see scanned table. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For one set of data, the confidence limits cannot be determined. The mean was > 5.0 and the difference between inr's was < 2.2. The comparison was considered accurate. For the second to last set of data, both inratio and lab values are outside the confidence limits for inr testing. Products will be tested when returned.